Event description:
The mayfield c clamp was applied to patient's head by neuro resident. Patient was positioned prone on the jackson table, while securing c clamp to mayfield bed adapter, the mayfield pins that were secured in the patient's skull, slid and caused a laceration. Patient's bed was brought back over, while waiting for the bed to be placed next to the jackson table, the mayfield pins slid a little more. Patient was positioned supine back onto the patient's bed. Neuro resident cleaned and stapled the laceration and reapplied the c clamp. Neuro surgeon staff was made aware.